Event description:
When attempted to test the ace harmonic curved shears, machine indicated defective instrument. Discarded before it was used on the patient. No harm.device #1is this a laboratory device or laboratory test?no.